Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event due to the implantable pulse generator (ipg) switching to managed ventricular pacing mode. It was noted that the syncopal event occurred while the patient was driving resulting in a denis spinal fracture of the c2 which was conservatively managed, with no loss of function and an aspen collar was used. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.